Event description:
A 47-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2021. On (B)(6) 2024, novocure was informed that the patient had fallen and sustained a broken fibula two weeks prior. Since the injury, he had been using crutches for mobility which had posed challenges while on optune gio therapy. The patient stated that the fall could have been avoided had he not been wearing the device. He elaborated that he was carrying spare batteries, a wall unit, and various computer accessories, along with a work backpack on his front and the optune gio therapy backpack on his back. He attributed the fall to the additional weight and obstructed vision, which caused him to miss the last step. In his assessment, the incident was not related to balance or muscle issues, but rather the bulkiness of the items he was carrying. The prescribing physician was contacted for further details without reply.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the optune gio device to the fall and secondary fibula fracture cannot be ruled out. Fall is an expected event with optune gio device use (ef-11 4% and 8% ef-14 optune arm). Lower limb fracture was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been 41 reports of lower limb fracture in the commercial program to date, one of which was related to device use.